Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, analysis of the device memory indicated rv (right ventricular) t-wave oversensing (twos).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited sensing issues and increased sensing integrity counter (sic). An x-ray was completed and verified the lead had dislodged. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the right ventricular (rv) lead exhibited a rising threshold, diminished sensing and cross chamber oversensing. It was also noted the patient is current enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.